Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital due to hearing a beeper alert from the device. The device was revealed to be in safety mode at interrogation. A device changeout has been scheduled. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital due to hearing a beeper alert from the device. The device was revealed to be in safety mode at interrogation. A device changeout has been scheduled. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital due to hearing a beeper alert from the device. The device was revealed to be in safety mode at interrogation. A device changeout has been scheduled. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Subsequently, the device was returned for analysis.